Event description:
It was reported that, an 840 ventilator had unresponsive keyboard. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) inspected the device and replaced the keyboard assembly. The unit passed all testing and operates within the manufacturing specifications